Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition that the trigger was blocked, jammed and moving heavily was confirmed. The assignable root cause was determined to be to wear from normal use and servicing. It was determined that the issue on coupling tool side being out of specification was due to construction/design false and defective, which has been escalated to CAPA. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery oscillator device coupling tool side was out of specification. It was further determined that the device failed pretest for check saw blade coupling and trigger test. It was noted in the service order that the device was not working properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however it was noted that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.